Event description:
The user facility reported that following the priming procedure, once all air was removed from the oxygenator and tubing, ensuring a venous reservoir volume of 400-500 ml, circulation was established at a rate of (B)(4) per minute. However, it was observed that continuous bubbles were being generated at the lower levels of the reservoir. Upon cessation of flow, it was noted that the accumulated air bubbles at the lower levels were evacuating the venous line. Partial clamping was applied to induce resistance, thereby increasing the pressure within the tubing, and the process of air removal was repeated. However, since the issue persisted, both the oxygenator and the reservoir were replaced. The event occurred pre-treatment. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. G4: 510k #: k130520. Visual inspection of the actual sample (state as arrived at the factory): there were no external anomalies such as a breakage. Reproduction test of the leak of the actual sample: the blood channel of the actual sample was filled with colored saline solution, and after priming, the pump was stopped. As a result, air was observed mixing in the venous blood line from the inside of venous blood port. Visual inspection of the disassembled actual sample: the small o-ring attached between the venous blood port and the lid of reservoir was found to have been twisted. Leak test: identification of the point where air was mixing in: the disassembled actual sample was filled with colored saline solution. As a result, leak was observed at the twisted point of the small o-ring. Appearance of each component: slight deformity was observed at the twisted part of the small o-ring; however, the dimensions of the non-deformed part were confirmed to be normal. No anomaly was observed in the area on the venous blood port in which the small o-ring had been seated. Leak test (retest): after reattaching the small o-ring in a manner that it was not twisted, the same leak test as mentioned above was conducted. As a result, no leak occurred. Structure of the area in question: the venous blood port is inserted in the lid of reservoir, and then both parts are fixed with a fixture at the inside of the lid. Small o-ring is attached between the venous blood port and the port inside the lid to maintain the airtightness. Cause of twisting of o-ring: simulation test: in the manufacturing process, o-rings are manually set on to the venous blood port, and then the venous blood port is inserted in the lid of reservoir. We checked whether the state of small o-ring having been set on to the venous blood port could affect the occurrence of twisting of o-ring in the later step when the venous blood port and the lid are assembled. As a result, it was found that if small o-ring was set slantingly on to the venous blood port, small o-ring could be twisted when the venous blood port was assembled with the lid of reservoir. The manufacturing record and the product inspection record of the actual sample found no anomaly. No other similar report was found. As a cause in this case, the following factors were considered. It was thought that the small o-ring attached to the venous blood port was twisted, causing ventilation between the inside of the reservoir and the blood channel, which resulted in the air being drawn in during use. As a cause of the twisted small o-ring, the small o-ring was thought to have been set slantingly on to the venous blood port during manufacturing, and subsequently, when the venous blood port was assembled with the lid of reservoir, the small o-ring was twisted. The cause of nonconforming product having been released to the market was thought to be that the twisting of the small o-ring was not detected and overlooked during 100% visual inspection of the assembled products. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. (B. Priming procedure warnings)" terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).